Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow block. The customer reported blood glucose value of 438 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: multiple insulin flow block during fill tubing process document treatment for high blood glucose: manual injection. The event involved product(s) mmt-1780kl, mmt-398a, mmt-332a. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported high blood glucoses. Customer confirmed insulin did not exit during 5u fill cannula or pump alarmed. No further patient complications were reported. Mmt-1780kl was requested and customer response was the device was returned. No product return is required for mmt-398a. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0875 inches. Programmed pump to delivery a 2.0 u cannula, and pump properly delivered a 2.0 u cannula. No delivery/occlusion alarm, prime/fill anomaly were not confirmed during testing. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 53 alarm on the event date (file#: (B)(4), line#: 5632, esf#: (B)(4) on (B)(6) 2024 at 18:08:21.000 due to a possible software anomaly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications (23.732 mv). Motor was tested outside the pump case on the ngp system test board and passed. The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. No delivery/occlusion alarm and prime/fill anomaly were not confirmed during testing. Unable to verify customer's complaint for high bg's. Pump error 53 alarm was confirmed during testing due to a software anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.